Manufacturer narrative:
Per the manufacturer's sales representative, the adhesion was fine but when the user facility tried to lock the red or yellow sensor on to the pad, the metal sensor pushed the pad off the reservoir. The level sensors were not used.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor pads were not functioning properly. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
H3: 81 evaluation is in progress, but not yet concluded. Per the sales associate, the level sensor pad would not stick to the surface even after they waited for a few minutes before connecting the level sensor to the pad.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was not able to duplicate the reported issue. The pst observed the pads adhering well to the lab use only reservoir in ambient and cold temperatures. He used significant finger lifting force, but could not remove the pads attached. He also tried to use a flat head screwdriver to pop the pads from the reservoir which was very difficult to pop off. All nine of the pads were used.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.